Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the air reamer device motor power was too low. During pre-repair diagnostic assessment, it was observed that the motor seized was rough running and was defective. It was further noted that the device failed pre-repair assessment for the following assessments: check status of development, general condition, check for free movement, check for excessive noise, check for air leak, check power with test stand, minimum 190 to 260 watt, and check the starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.